Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and urethral high permeability. It was reported that patient underwent excision of mesh sling on (B)(6) 2007 due to recurrent sling erosion. It was reported that patient underwent tissue debridement and repair of tension-free vaginal tape old urethral sling on (B)(6) 2007 due to sling erosion status post tension free vaginal tape obturator sling. It was reported that patient underwent d&c and hysteroscopic examination on (B)(6) 2006 due to menorrhagia at physician surgery center.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. No additional information was provided.